Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was to review how to use the handset and communicator. Patient said they called the nurse practitioner today and was told they didn't have to charge the equipment and that they might have to change settings. Agent reviewed information. During the call, patient was unable to connect to their implant. Patient said they did not find any bump near their incision scar. Patient will call back when they have someone else to assist them to connect. Patient was redirect to healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.